Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify for motor position encoder error, signal too high alarm and excess "no delivery" alarm or motor error alarm due to blank display. Motor passed motor test. Device had corroded battery cap contact. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and blank display. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.